Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery lung resection, the stapler did not fire, the surgeon clamped on the tissue, pressed the green button, but could not squeeze the handle. A new handle and reload was opened to resolve the issue. There was no patient injury.